Manufacturer narrative:
This report is for an unknown insight system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: byvaltsev v.a et al (2016), facet fixation combined with lumbar interbody fusion: comparative analysis of clinical experience and a new method of surgical treatment of patients with lumbar degenerative diseases, annals of the russian academy of medical sciences, volume 71, pages 375-384, (russia). This study aims to conduct a comparative analysis of the clinical efficacy of facet fixation combined with interbody spinal fusion during the treatment of patients with degenerative disease of the lumbar spine. The study included 145 patients who were divided into 2 groups. Group I (the active treatment group) is composed of a total of 100 patients who had undergone surgery using the new posterior lumbar fixation technique, which consists of the uni- or bilateral implantation of a facet wedge titanium cage in the articular cavity of the facet joint, combined with anterior, lateral, or posterior transforaminal interbody spinal fusion. The group I patients were divided into 3 subgroups: 28 patients (21 males and 7 females with a mean age of 38 years) who underwent an anterior retroperitoneal interbody spinal fusion using an unknown synthes synframe system in conjunction with a competitor¿s alif cage, accompanied by an unknown synthes facet wedge bilateral facet fixation; 31 patients (22 males, 9 females with a mean age of 39 years) who underwent lateral retroperitoneal interbody spinal fusion using an unknown synthes oracle system conjunction with an unknown synthes oracle cage, accompanied by unknown synthes facet wedge bilateral facet fixation, and; 41 patients (31 males and 10 females with a mean age of 43 years) who underwent transforaminal interbody spinal fusion procedure using an unknown synthes insight system in conjunction with an unknown synthes transforaminal posterior atraumatic lumbar (t-pal) cage accompanied by unilateral transpedicular stabilization using a depuy viper ii screw system and unknown synthes facet wedge facet fixation from the contralateral side. Group ii (the clinical comparison group) is composed of 45 patients who were retrospectively selected in a random manner and had previously undergone surgery based on the same indications, but using the open transpedicular fixation procedure in conjunction with a competitor¿s device system and combined with interbody spinal fusion. In group I, the clinical parameter values were assessed before surgery, at discharge, and during follow-up examinations recommended at 3, 6, 12, and 18 months after the intervention. The follow-up median for group I was 20 months. Complications are reported as follows: 1 patient had marginal damage of the iliac vein during anterior access. The anatomical integrity was restored using the microsurgery technique. 1 patient had a durotomy during the transforaminal approach. The anatomical integrity was restored using the microsurgery technique. 5 patients had developed intermuscular hematomas in the early postoperative period. In 2 instances, signs of local infection were detected against a background of subcompensated diabetes mellitus. Drainage and the use of local antiseptics facilitated the elimination of the infectious process, which did not affect standard postoperative healing time. 3 patients had a significant progression of the degenerative process that was verified in a segment adjacent to the surgical site in the absence of clinical data for neural structure compression. The condition of the patients was improved with conservative treatment. 2 patients had a relapse of pain syndrome in the absence of x-ray signs of narrowing of the intervertebral foramens and the vertebral canal, as well as signs of segmental instability. This clinical situation was regarded as postoperative cicatricial adhesion epiduritis event in which repeated courses of conservative therapy made it possible to reduce the pain syndrome level to minimal values. 1 patient, following surgical correction that used the direct retroperitoneal interbody spinal fusion technique with oracle cage and facet wedge bilateral facet fixation, fell from a height of 3 meters at 5 months after surgery which resulted in facet fixation failure on both sides. Facet screw removal and bilateral four-screw open transpedicular fixation were performed with a positive clinical effect. This report captures the reported event of durotomy during the transforaminal approach. This report is for an unknown synthes insight system. This report is 4 of 4 for (B)(4).